Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Coiling treatment of a basilar aneurysm. It was reported during coil delivery, some coil loops were observed protruding at the neck of the aneurysm into the basilar/pca and required coil reposition. While repositioning the coil, the aneurysm ruptured. The procedure was completed with additional coils and the sah was stopped. The patient is being kept intubated in itu due to fluctuating intracranial pressures.